Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that in reviewing the returned item, foreign matter was found on the product; however the item was returned with the packaging already opened. The foreign matter is believed to be a hair. Since the item was returned with the packaging already opened, the exact root cause could not be determined. One potential root cause is the foreign matter may have come from the vendor purchased component. The complaint was verified. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.

Event description:
Foreign matter like hair was noted in the package before use. Another product was used to complete the case. There were no adverse consequences to the patient. (B)(4).